Event description:
It was reported that the tip was broken.

Event description:
It was reported that the tip was broken.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The grasper was visually inspected for damages, and corrosion was noticed on the handle. The jaw remains closed when the handle is opened, due to a broken shear pin. The probable root causes could be user excessive force, or handling during cleaning/processing. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.